Event description:
Olympus was informed that during a therapeutic laparoscopic cholecystectomy procedure, the users experienced a complete loss of image. The procedure was completed with a similar but different device. There was no pt harm.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional info regarding the reported event. The user facility reported that at the time of the occurrence, the device had displayed only a blue haze on the image, and isolated the difficulty to the telescope. The device referenced in this report was returned to olympus for evaluation. The evaluation did not duplicate a complete loss of image but the image was observed to flicker. There were multiple dents and scratch marks on the outer tube, and a buckle was noted on the cable unit below the boot toward control body end of the device. The reported phenomenon appears to be due physical damage relating to mishandling. This report is being submitted as a medical device report in an abundance of caution.